Manufacturer narrative:
The reported no communication was confirmed in the laboratory and was due to low battery voltage. The device was tested on the bench and on our automated testing equipment and no high current drain sources were found. The battery was returned to the vendor for further analysis. The cause of the battery depletion could not be determined.

Event description:
It was reported that at follow-up, the device could not be interrogated. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.